Manufacturer narrative:
Additional information (20-nov-2017): a siemens headquarters support center specialist reviewed the service report. The reagent probe 3 diluter replaced during the service visit dispenses the solid phase material into the cuvette during the assay sequence. The customer service engineer (cse) had also replaced an unspecified fitting from the wash manifold. Either finding by the cse could have contributed to the discordant result. The cause of the discordant intact parathyroid hormone result on one patient sample is unknown.

Manufacturer narrative:
The customer contacted a siemens customer care center. On the morning of (B)(6) 2017, the customer ran quality controls, which were acceptable. On the afternoon of (B)(6) 2017, the customer repeated the quality controls, which were out of the range. The patient sample was showing discrepancy as quality controls. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked and cleaned the luminometer, replaced fitting from the wash manifold and replaced the dilutor 3. The cse ran calibrations, quality controls and patient samples which were within acceptable range. The cause of the discordant pth result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant intact parathyroid hormone (pth) result was obtained on one patient sample on an advia centaur xp instrument. The sample was repeated on the same instrument, resulting lower. The initial and repeat results were not reported to the physician(s). It is unknown which result was considered correct. There are no reports of patient intervention or adverse health consequence due to the discordant pth result.